Event description:
Info received indicated that while on battery power (manual control) the battery light was on, however, the manual functions would not operate.

Manufacturer narrative:
The hill-rom tech replaced the battery to resolve the issue.